Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with pre-existing complete right bundle branch block (crbbb) and severe aortic regurgitation (ar), a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. During the implant of the valve, under expansion of the valve frame and shallow implant depth were observed upon the first, second, and third deployment attempts. The valve was recaptured following each deployment attempt. Upon the fourth deployment attempt, the implant depth was deep and the valve was recaptured. At this point, complete heart block (chb) was observed. Upon the fifth deployment attempt, the implant depth was 3 mm on the non-coronary cusp (ncc), and 5 mm on the left coronary cusp (lcc), and the valve was fully deployed. Following full deployment, severe paravalvular leak (pvl) improved to mild pvl, and a pacing lead was inserted into the patient's neck.

Event description:
Additional information was received that the patient had calcified anatomy that contributed to the expansion issue. Additionally, the complete heart block (chb) persisted following the implant of the valve, and a permanent pacemaker was not implanted.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.